Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had main drawer failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the main drawer 2 has failed. A field service engineer (fse) confirmed that customer reported the half-height matrix drawer was sticking on stations or-7, or-8, and or-16. Fse inspected all three stations and found that the drawer rails were sticking at the halfway point. New rails will be ordered, and fse will return to replace them upon arrival. Follow-up with the customer was initiated. Three follow-ups were completed, but no response was received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had main drawer failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.